Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the stapler was observed to have non-intuitive motion. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon's head was in the viewer. The surgeon was manipulating instruments. The movement was not static. The movements did not move or scale properly. The surgeon tried to move the instrument to the right and it moved to the left and moved with unintended motions. There was no delay, shakiness or interference with other instruments. The issue was persistent. The surgeon tried to control the instrument, then took it out of the patient body. The issue was not resolved. There was no injury, device was inspected.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the following additional information was provided by clinical design engineer (cde): from the video we can see the stapler exhibiting some jerky movements around the 5:00 mark, the surgeon appears to be moving the stapler around for the next 2 minutes before removing. Without a concurrent image showing the surgeon manipulating the master tool manipulators (mtms) it is difficult to assess if these motions are because of the surgeons' movements or if the movements are not matching the surgeon's movements. We would recommend that the stapler be returned via RMA for further failure analysis investigation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform (sf) stapler instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system and passed initialization, recognition and engagement tests multiple times. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument successfully fired with a sf blue 45 reload. Visual inspection was performed, and no damage was observed. Additionally, the instruments master supervisory controller (msc) logs were thoroughly examined, indicating no instances of engagement, initialization or recognition failures associated with the instrument. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified.

Event description:
Refer to h11 for follow-up information.